Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified or reproduced. The device was found to operate within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. The problem was found during central sterile processing in the biomed service department. There was no patient involvement. No additional information is available.